Event description:
Customer reported the panorama central station froze and would not restart, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Customer was provided with a loaner, while the unit is being returned to the company's national repair center for evaluation.